Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check was performed with tandem technical support and an identifiable blockage. Customer changed the infusion set and cartridge. Customer's blood glucose was 95 mg/dl. Customer resumed pump therapy.